Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 776mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct as well the bolus were recorded. Instructed the customer to remove the cannula and it was not bent. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.